Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient came to the clinic with a new sore infection. Wound infection was noted. The entire system was explanted. The outcome was resolved without sequelae. Etiology was not related to the device or therapy, and possibly related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 09100-60, lot#: yy0051453k, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 09100-60, lot#: yy0051454k, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 09100-60, serial/lot #: (B)(4), ubd: 14-jun-2025, UDI#: (B)(4). Product ID: 09100-60, serial/lot #: (B)(4), ubd: 14-jun-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.